Manufacturer narrative:
The 510 (k) is k093745.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The customer service representative discovered that incorrect testing technique was being used: the blood was being applied to the test strip before inserting it into the meter. The reporter was unable to perform a test on the phone since testing supplies were not available; therefore, the reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.